Event description:
It was reported that the device was displaying a wrench icon. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio control evaluated the device and could not duplicate the reported failure. The root cause cannot be determined.